Manufacturer narrative:
Based on the information provided, the root cause of the customer reported event cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A system log review could not be performed because the system logs are not available. Review of the case video received from the site confirms an ion bronchoscopy with biopsy was performed. Standard tools were utilized including radial endobronchial ultrasound and fluoroscopy with nothing unusual noted. A review of the event information was performed by the medical safety officer which states that a 58-year-old former smoker underwent an ion endoluminal lung biopsy. Past medical history was notable for copd as well as congestive heart failure. During the procedure the patient became hypotensive and tachycardic and the procedure was aborted. The patient then suffered a cardiopulmonary arrest and died in the operating room. The cause of death was reported to be cardiac arrest. There was no allegation of a malfunction of the ion system, instruments, or accessories. The physician did not think the ion system contributed to the patient¿s death. Bronchoscopy and biopsy is a minimally invasive procedure with a low complication rate and rarely associated fatal complications. In a multicenter prospective study of 20,986 bronchoscopies the total number of any complications was reported to be 227 (1.08%) with 4 total deaths (0.02%). A multicenter study reported 13 (2.2%) complications with no deaths associated with 581 cases. A more recent prospective multicenter international study of 1,215 reported 1 associated death (0.08%). There was no allegation of a malfunction of the ion system, instrument or accessories associated with the reported complication. The available data suggests that the ion system did not contribute to the adverse event but it is possible the adverse event was related to the procedure including anesthesia in a patient with underlying cardiovascular co-morbidities. Facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009;71(1). Ost de, ernst a, lei x, et al. Diagnostic yield and complications of bronchoscopy for peripheral lung lesions. Results of the aquire registry. Am j respir crit care med. 2016;193(1):68-77. Folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. This complaint is being reported due to the following conclusion: during an ion endoluminal lung biopsy procedure, the patient expired.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient coded. The patient had been hospitalized for one week prior to the procedure. The physician stated he was at the stage of biopsying the lesion when the patient became symptomatic with a drop in blood pressure and an increase in heart rate, and the ion procedure was aborted. The patient went into cardiopulmonary arrest and subsequently expired in the operating room. No information regarding medical/resuscitation intervention was provided. The patient had a medical history of congestive heart failure and chronic obstructive pulmonary disease (copd) and was a former smoker. Per the physician, there were no issues with the ion system and he did not believe the ion system caused or contributed to the death. The reported cause of death was cardiac arrest. The physician believed it was possible that the death also could have occurred using a different biopsy modality.